Manufacturer narrative:
A medtronic representative reported that they do not have the exact number of instances it happened. It happened during some (3-4) days, as reported by customer. The site refused to give any patient information and they do not remember how many times it occurred. The alleged inaccuracy was about 4-5 mm normally, sometimes less. They did not have to discontinue or delay any surgery. All of the procedures went well as they realized about the shift and took it into account. As soon as this was reported the rep instructed the site to use another navigation system until the suspect system was evaluated and repaired.

Manufacturer narrative:
The suspect positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the camera was tracking the instruments properly. However, the ocular led's were not all blinking with the same intensity. Some of them were very bright and others were barley visible. This could potentially lead to inaccuracy. The positioning sensor unit (psu) camera was replaced. The replaced part was not sent back to the manufacturer for further analysis.

Event description:
A site representative reported that the site was experiencing inaccurate navigation. There was no patient impact reported and the delay in surgery was less than an hour.